Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other proglide device is filed under a separate medwatch report number.

Event description:
It was reported that suture placement with proglide devices was attempted in bilateral common femoral arteries using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. In the left common femoral artery (lcfa) there was one proglide and in the right common femoral artery (rcfa) there were four proglides. The arteriotomy was 6fr. When the first and third proglides were used in the rcfa, posterior cuff misses were noticed. The sheath was upsized to 18fr and the aaa procedure was completed. Hemostasis was achieved with two proglides in the rcfa, and one in the lcfa. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. There were no adverse patient sequelae reported and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual inspections were performed on the returned device. The cuff miss/suture retrieval issue was unable to be confirmed as all the device components were not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the needle to cuff miss; however the additional treatment appears to be related to circumstances of the procedure as additional proglide devices were used to achieve hemostasis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.